Manufacturer narrative:
Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated that controls were outside of range for the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The customer recalibrated and ran controls. Controls were within range. Patient samples were then repeated and two had discrepant troponin t results. The initial value from the affected samples were reported outside of the laboratory. The samples were repeated on the same analyzer and on a second e411 analyzer. The repeat values were believed to be correct. The first sample initially resulted with a troponin t value of 17.7 ng/l. The sample was repeated on the same analyzer and the second e411 analyzer, each time resulting with values of < 6 ng/l accompanied by a data flag. The second sample initially resulted with a troponin t value of 23 ng/l. The sample was repeated on one e411 analyzer, resulting with a value of 18.70 ng/l and then repeated on the other e 411 analyzer as 18.74 ng/l. It is not known which result was from the complained e411 analyzer or which result was from the second e411 analyzer. A corrected report was issued with a result of 19 ng/l. The troponin t reagent lot number was 45954601, with an expiration date of 31-jul-2021.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.